Event description:
It was reported that the device gave a patient a first degree burn on the mouth during a case at the user facility. The procedure was completed successfully without a clinically significant delay and the patient was given a fatty tale during and after the procedure.

Manufacturer narrative:
Corrected data: d4, gtin follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device gave a patient a first degree burn on the mouth during a case at the user facility. The procedure was completed successfully without a clinically significant delay and the patient was given a fatty tale during and after the procedure.